Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the tip of the reamer/irrigator/aspirator (ria) shaft/ driveshaft broke in the case and a piece was left in the femur. The doctor was messing around in the handle and disengaged the ria and spun it and broke off the tip. There were 10 minutes of surgical delay. Surgery was successful. Patient status is unknown. Concomitant device reported: unk - ria tube (part# unknown; lot# unknown; quantity 1). This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).